Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: at the beginning of the procedure, wb by hand switch, light off and on by hand switch but it did not light up, then the light source console button was used, using the system in ten minutes then the image on the monitor blackout. Checked the camera console and noticed the display lighted off (mains powered down), then rebooted the console, wb by hand switch and started to use it again. After a few minutes, the camera console powered down and blackout then rebooted the ccu again. After a few minutes, the camera console powered down and blackout then rebooted the ccu again. The failure occurred three times, and then the procedure was continued for about 1 hour and half but no further failure occurred. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: software issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.